Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the caller said that the patient was admitted to the hospital on saturday morning (B)(6) 2025 because their bladder was full and there was no urine flow. The caller said that they did a scan on the bladder and it was at 500 milliliters. During the call the caller was able to connect to the patient's settings and confirmed that the therapy was on. The agent reviewed how to adjust stimulation, the patient representative increased stimulation to a comfortable level. The patient was redirected to their healthcare provider to further address the issue.